Manufacturer narrative:
Device not returned for evaluation.

Event description:
It was reported that due to an unspecified reason the patient had his inflatable penile prosthesis (ipp) removed and replaced. The ipp was explanted and a new device consisting of a 21cmx12mm cylinders, pump and reservoir were implanted. It was further reported that the previous ipp was no longer working and the device was "over 12 years old and the device was empty so it wore out over time." The patient is not healing after this surgery.